Manufacturer narrative:
(B)(4). The customer reported that the wrong energy was delivered during sync test. The device was evaluated at philips. The symptom was verified. Multiple parts were replaced to resolve the issue. We are considering this malfunction. We cannot determine the cause since multiple parts were replaced.

Event description:
The customer reported that the wrong energy was delivered during sync test.